Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance jumps intermittently. The patient was evaluated in-clinic and isometrics were performed. There were no noisy signals or out of range measurements. The physician was still deciding to perform an integrity test or not. The device remains in use. No adverse patient effects were reported.